Event description:
Boston scientific received information that this product was part of a system revision due to infection. The device was explanted and was used as an external pacemaker. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.